Event description:
Patient presented to the physician with infection. Physician prescribed antibiotics. Patient presented back to the physician with wound dehiscence at the chest incision site and continued infection. Physician brought the patient into the or, , performed an antibiotic wash, and removed the entire inspire system. Physician asked the patient to continue with the prescribed antibiotics after the procedure.